Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and their blood glucose levels went upto 401 mg/dl. The customer¿s blood glucose level at the time of the incident was 256 mg/dl. The customer¿s current blood glucose level was 220 mg/dl. The customer¿s other relevant blood glucose level was 118 mg/dl. The customer was treated with insulin pump for high blood glucose values. Troubleshooting was performed and the customer alleged that the insulin pump was under delivering insulin as their blood glucose levels were high despite of having taken a bolus of insulin. The customer also had manual injections as a backup plan to treat high blood glucose levels along with the insulin pump. The insulin pump passed the high pressure test and no reservoir detected was obtained as a result of displacement test. The device is not expected to be returned for analysis.